Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on when she patient tried to test. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 9am, the patient reported the alleged issue first occurred. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. However the patient reported a couple of hours after the alleged issue first occurred, she developed symptoms of being "thirsty and having a headache." The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca confirmed the patient was using the correct test strips for testing. The cca confirmed this was not the first time the meter had been used and there was no misuse of the meter. The patient inserted the subject test strip, the meter did not turn on. When the patient inserted a new test strip, the meter would not turn on. However when the patient pressed the power button, the meter would turn on. Replacement products were sent to the patient. This complaint is being reported because the patient alleged due to the alleged issue, she developed symptoms suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.